Event description:
Three cases of severe adverse reaction were occurred. Pt 1 of 3: on (B)(6), pt had a treatment of dialysis, and occurred adverse events, such as breathing difficulty after 30 mins of the dialysis start, who are at the 1st treatment of lx change. The pt was transferred to ICU.

Manufacturer narrative:
Rexeed-15lx is similar device marketed in us, asahi rexeed-sx/lx dialyzer (B)(4). The used device could not be analyzed because it was discarded by the user. No abnormality was found in the lot quality records of the used product. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unk cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.